Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected error test. The pump was unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. The pump was unable to verify no delivery alarm due to cracked end cap. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.